Event description:
In 2009, the patient reported that, beginning at about 2 days prior, she continues to have erratic blood glucose readings ranging from 58 mg/dl to 398 mg/dl. She said this morning, her husband thought she was having a low blood glucose event as she was sweating and disoriented. He did not check her blood glucose but gave her 2 glucose tablets. She said 3 hours later, her blood glucose elevated to 394 mg/dl. She bolused 2.8 units of insulin via her infusion device and ate a pork chop. One hour later, her blood glucose was 241 mg/dl. She stated she does not think her device is accurately delivering insulin. She believes her basal rates need to be adjusted but her medical professional does not want to do so. During troubleshooting, the patient stated she changes her infusion headset and tubing every 4 days. She was advised to change her headset every 3 days and the tubing every 6 days. She stated she can not always remove air bubbles from the cartridge. She uses room temperature insulin to fill the cartridge. The patient was educated on how to properly remove air bubbles. The patient was assisted in setting up her backup infusion device. A request for additional training was submitted. Product was replaced and requested to be returned for evaluation.